Event description:
It was reported by the customer's father that the insulin pump may not be delivering correctly. The customer's father stated that when the customer went in for his regular check up, the doctor said that the insulin pump might not be working properly due to a few missing pieces of information in the basal rates. The customer's father then stated that the doctor said that this may appear as if the insulin pump was not delivering properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.